Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end was leaking and the image guide was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the uretero-reno fiberscope was damaged. The issue was found during reprocessing after a therapeutic litho laser for ureteral stone procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the bending section cover was torn/deformed. The report is being submitted due to defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the user irradiated the laser while tip of the laser was in biopsy channel, which hit the distal end, causing the damage. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "urf-p6/p6r operation manual chapter 3 preparation and inspection" olympus will continue to monitor field performance for this device.